Manufacturer narrative:
Updated data: b5, h6 additional information received indicated that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that during the valve implant procedure, the ¿perclose technique¿ was used. The femoral artery was dilated with a 14f dilator and an 14f sheath was inserted with fluoroscopic guidance. The size of the access vessel was not available. The cause of the hematoma was not documented. The hematoma was treated using compression and a non-medtronic closure device prior to the procedure end. There was no other treatment documented.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via right femoral access, a hematoma developed at the incision site. The hematoma was addressed with unspecified treatment prior to the procedure end. As reported, the hematoma was causal to the procedure and unrelated to the medtronic products. The hematoma was reported as resolved one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID l-evolutfx-2329; product lot/serial number (B)(6) product type: compression loading system; product ID evolutfx-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024 should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.